Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect and 1.5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. A gap was observed in the central coaptation region. The sewing ring cloth was cut near leaflet 2. The device was returned to edwards for evaluation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of stenosis and calcification was confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm aortic pericardial valve, implanted nine (9) years, seven (7) months, six (6) days, was explanted due to severe aortic stenosis secondary to bioprosthetic valve degeneration. The operative note indicated that the prosthetic aortic valve was severely calcified. The explanted device was replaced with a 23mm aortic pericardial valve. The patient also underwent tricuspid valve repair and mitral valve replacement during the procedure. The 23mm aortic pericardial valve was reported to be functioning well. There were no complications reported. The pathology report reported "aortic valve prosthesis showing severe calcified nodular aortic valvular disease consistent with aortic stenosis. Minimal chronic inflammation identified. No acute inflammation identified."